Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the 1st diagonal branch. The lesion was de novo, bifurcated, strongly flexed, heavily calcified and highly tortuous. The lesion was pre-dilated thoroughly and a support wire support was inserted to straighten the vessel. A total occlusion dilation catheter (dio) was used to support the delivery of a 3.5 x 33 mm cypher select plus, but the dio became stuck proximal to the flexed and bifurcated area at the 1st diagonal branch and a 3.5 x 33 mm cypher select plus was delivered to the target lesion, but it became stuck at the bifurcated area, proximal to the 1st diagonal branch. The physician had difficulty tracking the delivery system through the vessel prior to reaching the target lesion. Therefore, the physician pushed the unit in order to advance it several times, but as a result of that, the stent became flared at the distal end. The distal end is the side towards the tip. Therefore a different cypher select plus (3.5 x 28 mm) was delivered to the target lesion, but that also became stuck at the same section and the stent flared at the distal end. Both cypher select plus did not reach the target lesion. Difficulty was experienced during delivery of the device, so it is possible that excessive force was applied to the device during insertion. The cypher was probably pulled back into the guiding catheter (gc) during removal. The physician did not indicate the removal method of the sds. But probably the sds was removed as one unit because the stent strut was flared. There was no report of any resistance experienced during withdrawal. The physician then tried to implant a different stent (promus) but this was also unsuccessful with the promus becoming stuck at the same position.

Manufacturer narrative:
The procedure was completed with plain old balloon angioplasty (poba) only. In order to treat this lesion, another pci is scheduled at a different hospital for a later date by conducting rotablator and implant of stent. There was no patient injury reported. The products will not be returned for analysis because the products were discarded by the hospital due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.) Guide catheter sheathless jl4 7f, promus stent and dio. The product, cypher select plus (B)(4), is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. After pre-dilation of a 90% denovo bifurcated, strongly flexed, heavily calcified and highly tortuous 1st diagonal branch lesion two cypher select plus stents were unable to track through the vessel. The devices were pushed several times in order to advance and the distal end of the stents flared. Neither cypher select plus reached the target lesion. The devices were removed and attempt to implant a noncordis promus stent was unsuccessful with the stent also becoming stuck at the same position of the cypher. Therefore, procedure was completed with plain old balloon angioplasty (poba) only. In order to treat this lesion, another pci is scheduled at a different hospital for a later date by conducting rotablator and implant of stent. There was no patient injury reported. Prior to the attempted stenting, the lesion was thoroughly predilated and a support wire was inserted to straighten the vessel. A total occlusion dilation catheter (dio), which also became stock proximal to the flexed and bifurcated area, was used to support the delivery of the cyphers. It was reported that because difficulty was experienced during delivery of the device, it is possible that excessive force was applied to the device during insertion. It is not known if the cyphers were removed by withdrawing through the guiding catheter or removed as a unit with the guiding catheter as outlined in the instructions for use; however, it was indicated that there was no report of resistance during withdrawal. The devices were discarded and therefore are not available for analysis. A review of the manufacturing documentation associated with lot 15084386 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi/lpi crossing profile test results were reviewed and no anomalies were found. A review of the manufacturing documentation associated lot 15083762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi/lpi crossing profile test results were reviewed and no anomalies were found. Tracking through a vessel and failure to cross are known procedural occurrences that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These common issues are likely to be factors contributing to the inability to track the cypher select plus systems through the strongly flexed, highly tortuous and calcified bifurcation lesion as well as the distal strut after repeated attempts to push through. Based on the available information and review of the device history records, there is no indication that the events are related to the manufacturing process and are likely related to the vessel characteristics. Therefore, no corrective actions will be taken. This is one of two products used in the same patient and reported under manufacturing report number 9616099-2010-00431 and 9616099-2010-00432.